Event description:
It was reported that the customer experienced low blood glucose levels after overdelivering insulin. The blood glucose reading was 48 mg/dl. The customer had set up the insulin pump about 10 minutes prior and had not disconnected from the device prior to repriming the insulin pump. She stated that she felt okay and requested assistance with programming the blood glucose meter. Verified that the blood glucose value was successfully sent from the meter to the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-46284.